Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After crtd implantation, physician has interrogated the device. The device was in back up vvi mode. This vvi mode occured the (B)(6) 2017, one week after manufacturing. Ts was contacted and device parameter were download back successfully. Vibratory alert was explained to patient and physician. Replacement discussion with physician occured, since it is only primary prevention, he is not willing to change the device even with the risk of this device. This patient was included on merlin.net and close follow-up will be performed for the moment. No adverse event on patient occured.